Event description:
Procedure type: omentectomy. According to the reporter: the instrument is not releasing the clips. Tissue stays stuck in the instrument. The surgeon cut to remove the tissue and used another device without further consequence. No other information related to patient available. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).